Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device was set to alarm at 87 and did not alarm when the patients spo2 dropped to 85. There was no known impact or consequence to patient.